Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open after firing on the artery. After a few minutes of jiggling the handle, the device opened. While the surgeon was firing the device, the device felt as if something was grinding in the handle. The device completed the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.